Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 827927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain (lumbar pain), pneumonia, breast lump removal, thoracic pain, menstruation irregular, candida vaginal, dyspnea, herpes simplex, bladder infection, cough, gardnerella vaginalis test positive, right lower quadrant pain, uterine bleeding, hypothyroidism, bladder infection and sciatica. Risk factors consist of not coronary artery disease, not pulmonary embolism, not deep vein thrombosis and not family history of coronary artery disease. Previously administered products included for an unreported indication: nexplanon and depo provera. Past adverse reactions to the above products included genital haemorrhage with nexplanon; and weight increased with depo provera. Concurrent conditions included asthma. Family history included cervical cancer. Concomitant products included levonorgestrel (mirena) for cramps menstrual as well as levothyroxine, oral contraceptive nos, prednisone and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"), 9 months 31 days after insertion of essure. On (B)(6) 2013, the patient experienced dysuria ("painful urination") and vulvovaginal pain ("vaginal pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dry skin ("dry skin") and skin exfoliation ("scaley skin"). In february 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/lower right abdomen pain during menses"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced cyst ("cyst"), scar ("scarring tissue") and diarrhoea ("diarrhea"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (salpingectomy (bilateral) and tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and diarrhoea was resolving and the female sexual dysfunction, dyspareunia, migraine, headache, nausea, dry skin, skin exfoliation, weight increased, cyst, scar, dysuria, vulvovaginal pain and uterine leiomyoma outcome was unknown. The reporter considered cyst, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, scar, skin exfoliation, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, post essure procedure, three coils noted emanating from the left tubal ostia, and 4 coils noted emanating from the right tubal ostia. On (B)(6) 2018, a small area of likely scarring versus possible endometriosis in the posterior cul-de-sac near the right uterosacral ligament (not amenable to removal as it appeared to be located right over a vessel deep in the cui de sac. Otherwise normal pelvis including normal-appearing ovaries. The left fallopian tube was then incised along its outer edge near the uterine cornu. The essure coils were then grasped with a and teased out from the fallopian tube and removed through one of the ports. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, low abdominal pain, painful sex, cramping, cyst, nausea, pelvic pain, vaginal hemorrhage, dysmenorrhea and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/abnormal bleeding (vaginal, menorrhagia) excessive menorrhagia bleeding increased in frequency and flow over time') in a 24-year-old female patient who had essure (batch no. 827927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain (lumbar pain), pneumonia, breast lump removal, thoracic pain, menstruation irregular, candida vaginal, dyspnea, herpes simplex, bladder infection, cough, gardnerella vaginalis test positive, right lower quadrant pain, uterine bleeding, hypothyroidism, bladder infection, sciatica and uterine fibroid. Risk factors consist of not coronary artery disease, not pulmonary embolism, not deep vein thrombosis and not family history of coronary artery disease. Previously administered products included for an unreported indication: nexplanon and depo provera. Past adverse reactions to the above products included genital haemorrhage with nexplanon; and weight increased with depo provera. Concurrent conditions included asthma. Family history included cervical cancer. Concomitant products included levonorgestrel (mirena) for cramps menstrual as well as levothyroxine, oral contraceptive nos, prednisone and salbutamol sulfate (albuterol sulfate). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)/lower right abdomen pain during menses"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 months after insertion of essure. In (B)(6)2012, the patient was found to have weight increased ("weight gain"). On (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6)2013, the patient experienced dysuria ("painful urination") and vulvovaginal pain ("vaginal pain"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dry skin ("dry skin") and skin exfoliation ("scaley skin"). In (B)(6)2016, the patient experienced nausea ("nausea"). On (B)(6)2018, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced cyst ("cyst"), scar ("scarring tissue"), diarrhoea ("diarrhea"), pelvic pain ("pelvic pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower right abdomen"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (salpingectomy (bilateral) and tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and diarrhoea was resolving, the female sexual dysfunction, dyspareunia, migraine, headache, dry skin, skin exfoliation, weight increased, cyst, scar, dysuria, vulvovaginal pain, uterine leiomyoma, back pain, abdominal pain and abdominal pain lower outcome was unknown and the nausea and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, scar, skin exfoliation, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6)2011, post essure procedure, three coils noted emanating from the left tubal ostia, and 4 coils noted emanating from the right tubal ostia. On (B)(6)2018, a small area of likely scarring versus possible endometriosis in the posterior cul-de-sac near the right uterosacral ligament (not amenable to removal as it appeared to be located right over a vessel deep in the cui de sac. Otherwise normal pelvis including normal-appearing ovaries. The left fallopian tube was then incised along its outer edge near the uterine cornu. The essure coils were then grasped with a and teased out from the fallopian tube and removed through one of the ports. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, low abdominal pain, painful sex, cramping, cyst, nausea, pelvic pain, vaginal hemorrhage, dysmenorrhea and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received ¿ new events pelvic pain, lower back pain, abdominal pain and lower right abdomen were added. Outcome of nausea was updated from unknown to recovered. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 827927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, back pain (lumbar pain), pneumonia, breast lump removal, thoracic pain, menstruation irregular, candida vaginal, dyspnea, (B)(6), bladder infection, cough, gardnerella vaginalis test positive, right lower quadrant pain, uterine bleeding, hypothyroidism, bladder infection and sciatica. Risk factors consist of not coronary artery disease, not pulmonary embolism, not deep vein thrombosis and not family history of coronary artery disease. Previously administered products included for an unreported indication: nexplanon and depo provera. Past adverse reactions to the above products included genital haemorrhage with nexplanon; and weight increased with depo provera. Concurrent conditions included asthma. Family history included cervical cancer. Concomitant products included levonorgestrel (mirena) for dysmenorrhea as well as levothyroxine, oral contraceptive nos, prednisone and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"), 9 months 31 days after insertion of essure. On (B)(6) 2013, the patient experienced dysuria ("painful urination") and vulvovaginal pain ("vaginal pain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dry skin ("dry skin") and skin exfoliation ("scaley skin"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/lower right abdomen pain during menses"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced cyst ("cyst"), scar ("scarring tissue") and diarrhoea ("diarrhea"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (salpingectomy (bilateral) and tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and diarrhoea was resolving and the female sexual dysfunction, dyspareunia, migraine, headache, nausea, dry skin, skin exfoliation, weight increased, cyst, scar, dysuria, vulvovaginal pain and uterine leiomyoma outcome was unknown. The reporter considered cyst, diarrhoea, dry skin, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, scar, skin exfoliation, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, post essure procedure, three coils noted emanating from the left tubal ostia, and 4 coils noted emanating from the right tubal ostia. On (B)(6) 2018, a small area of likely scarring versus possible endometriosis in the posterior cul-de-sac near the right uterosacral ligament (not amenable to removal as it appeared to be located right over a vessel deep in the cui de sac. Otherwise normal pelvis including normal-appearing ovaries. The left fallopian tube was then incised along its outer edge near the uterine cornu. The essure coils were then grasped with a and teased out from the fallopian tube and removed through one of the ports. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, low abdominal pain, painful sex, cramping, cyst, nausea, pelvic pain, vaginal hemorrhage, dysmenorrhea and abdominal pain. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical records received. This case became incident. Event injury nos was replaced with new events. New events were added: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), apareunia dysmenorrhea (cramping)/lower right abdomen pain during menses), dyspareunia, fatigue, migraines, headaches, nausea, dry skin, scaley skin, weight gain , cysts, scarring tissue, painful urination, vaginal pain, uterine fibroid and diarrhea were newly added. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication added. Essure start date and stop date was updated. Other relevant history and lab data was updated. Essure lot number was newly added. Treatment drugs added. Concomitant drugs added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.